Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). The field service engineer investigated the event and determined that an excessive amount of crystallization at the opening of the reagent pack had caused the event. He replaced the reagent pack. He verified the module's performance with hardware and precision checks. The investigation is ongoing.

Event description:
The initial reporter received questionable calcium gen.2 results from 480 patient samples tested on the cobas 8000 c702 module. Two patient samples with discrepant results were provided: patient sample 1 the results of the patient's two samples collected at the same time were compared. Sample a the initial result was 12.5 mg/dl. The repeat result was 9.8 mg/dl. Sample b the initial result was 8.6 mg/dl. The repeat result was 9.8 mg/dl. Patient sample 2 the initial result was 11.4 mg/dl. The repeat result was 8.7 mg/dl.